Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of damaged housing is confirmed; the probe has a black spot in the middle of the image. The root cause of the black spot in the middle of the image is due to the transducer being cracked.

Event description:
It was reported the transducer is cracked. On 07/26/2024 is was found during investigation that the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of damaged housing is confirmed; the probe has a black spot in the middle of the image.